Event description:
In surgical laser during maintenance inspection, the service personnel found the following malfunction: after having the system firing at 150 w for 10 min, error 10 comes out on display and it appears again after 5-10 minutes. Checking the I/o window while firing, flow switch error appears often. Unaware of any patient involvement.

Manufacturer narrative:
Temperature control board was out of calibration. Pid controller was sending incorrect temperature alarm signal.